Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set was accidentally ripped out during use. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.